Event description:
The customer reported that there were snowy images displayed on both monitors upon bootup.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep removed and replaced the interconnect cable, tightened the screws on the brake handles, and tightened the screws inside of the power plug. The system runs as intended.